Event description:
It was reported that the ilet user experienced a low glucose followed by a high and a subsequent low, after the caregiver treated an anticipated low with measured soda and the user consumed additional soda, resulting in hyperglycemia up to 358 mg/dl. Later, a meal announcement was entered, the user did not finish the meal, and a subsequent low of 60 mg/dl occurred that was again treated with soda. Symptoms included hypoglycemia accompanied by hunger as well as hyperglycemia. Outcomes included transient hypoglycemia and hyperglycemia without hospitalization. Investigation included a review of the reported glucose pattern, treatment actions, and user education. Investigation of this case revealed user-related overtreatment of hypoglycemia and potential mismatch between the announced meal and actual intake, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and carbohydrate overtreatment in the context of insulin dosing for an overestimated meal.